Event description:
This report is being filed after the subsequent review of the following journal article: a prospective randomized trial comparing nonoperative treatment with volar locking plate fixation for displaced and unstable distal radial fractures in patients sixty-five years of age and older. Rohit arora, md, et al (2011). The journal of bone and joint surgery, incorporated, 93:2146-53. This was a retrospective study that reviewed 36 patients treated with open reduction internal fixation with a volar locking plate. Four of the patients were treated with volar fixed-angle plate (2.4-mm lcp drp [synthes, (B)(4)]), while the remaining patients were treated with competitor devices. 13 of the 36 patients had complications. Five patients had pain due to plate position. Implants were removed. This is report 1 of 4 for (B)(4). This report is for unknown locking compression plate. This report is for 6 devices.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device used for treatment, not diagnosis. This device is for unknown plate, unknown screw/unknown, quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. (B)(4).